Event description:
Event description cpi received a warranty validation form which indicated that a patient with this transvenous defibrillation lead exhibited poor sensing and thresholds during the implant procedure. The physician elected to cap the rate sensing portion of the lead, and use the shocking portion. Eight days post operatively, the physician performed an invasive procedure to reposition this transvenous defibrillation lead.